Event description:
Customer reported the system will not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem.